Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the remote transmission revealed a diagnostic anomaly. There was an unusually high amount of atrial fibrillation episodes detected by the device, causing it to exceed the af burden. It was recommended to clear the diagnostics and electrograms. The patient was stable.